Manufacturer narrative:
The unit was at end of service life. There was no repair. Block a: patient information could not be obtained due to country privacy laws. D4 primary UDI number: there is no UDI available as the device was manufactured prior to UDI compliance requirements. Block h4: date of device manufacture was unavailable at time of MDR filing. Legal manufacturer: hcs research park 9900 innovation drive USA wauwatosa, wi 53226.

Event description:
It was reported that there was a malfunction resulting in loss of oxygen during pre-use checkout. There was no patient involvement.